Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate high reading compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate and the answers to the following-up questions obtained on february 2, 2009. The patient tests his blood glucose 4 or more times per day and takes humulin n and humalog insulin. The patient states that he adjusts, his insulin when his blood glucose readings are too low or too high. However, the patient does not have an insulin sliding scale. His normal humalog regiment is 5u with breakfast, 5u with lunch, and 7 u with supper. The inaccurate high issue reportedly began sometime in 2008. Reportedly, the patient obtained a blood glucose reading of "8 mmol/l" on the subject meter, which he felt was falsely elevated based on his average reading of "6.5 mmol/l" at suppertime. At 5pm, the patient indicated that he did not eat less than usual based on the reported elevated reading and took his normal 7u of humalog. At 6pm, the patient reportedly felt symptoms of "shaky." The patient administered self-treatment with 1.5 glucose tablets and felt better within 15 minutes. When the patient had symptoms of "shaky," the patient said he tested on the subject meter but could not remember what the readings were. He assumed that he would have been at around "2-3 mmol/l." The patient also claimed that there were 3 occasions when he took "too much insulin" because the lfs meter reading read high. The patient could not provide the exact date and time or the details of the events. The patient's diabetes medication has not been changed immediately before or sometime after the aforementioned symptoms. The patient "feels that having the meter read accurately would have let him adjust his insulin correctly and prevented the aforementioned symptom." During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were not confirmed in the meter's memory. This complaint is being reported because the patient claimed he had symptoms that was suggestive of hypoglycemia after he took her insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.